Event description:
A (B)(6) female patient with obstetric trauma was implanted with an acticon device on (B)(6) 2005. On (B)(6) 2008, the entire device was removed and replaced due to fluid loss- hole in cuff and recurring incontinence. Device was discarded by hospital- unable to follow-up.

Manufacturer narrative:
Additional catalog #s 72402106, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.